Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.

Manufacturer narrative:
Product complaint#: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, 'two and a half years of navigation of the lcs knee prothesis using the brain lab vector vision system: 180 navigation cases', written by jacques david, published by european journal of orthopaedic surgery traumatol; published online 2 october 2007 was reviewed. The article's purpose was to document the errors, current technique and results of recent continuous series of a computer navigation system for lcs implants. Data was compiled from 180 lcs prostheses implanted between september 2003 and march 2006. Cement manufacturer is not identified and patellar resurfacing was not discussed. Article provides radiographic images in figure 5 ("early radiolucent line under the lateral part of the tibial tray"), figure 7 to illustrate "good tibial cut slope," and figure 8 to illustrate "perfect hka axis". Article provides various photographs for illustrative purposes of the navigation system and implants in figures 1-4 and 6. Depuy product: lcs system: adverse events: radiographically detection of radiolucent lines around tibial tray (no interventions provided). Oversized femoral component (treated with revision). Reports of pain associated with radiographically detected oversized femoral component (no information provided regarding interventions).